Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result with accu-chek inform ii meter serial number (B)(4). The result from the meter at 11:25 a.m. Was 424 mg/dl. The result from the meter at 11:26 a.m. Was 191 mg/dl. Qc was performed at 11:28 a.m. And was acceptable. The result from the meter at 11:31 a.m. Was 125 mg/dl.